Event description:
It was reported that during a coronary stenting procedure, delivery difficulties were encountered. The target lesion being treated was located in the non-tortuous, non-calcified left anterior descending (lad) artery. The lesion was predilated with an unknown 12mm balloon catheter. While deploying the 3.0x16mm taxus liberte stent, the delivery balloon got stuck to the stent. The stent was post-dilated with a 3.0x8mm quantum balloon. The guide catheter dove into the lad and the physician was able to remove the balloon successfully. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient condition is listed as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).